Manufacturer narrative:
(B)(4). Batch # m5604r. The analysis found that one pve35a device was returned in good visual condition and with two cartridges reloads present. The reloads were received in good visual condition and fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information requested and received: procedure: vats. Actual patient condition: according to the sales rep. The patient is recovering and was discharged from ICU last week. No neoadjuvant therapy, no relevant co-morbidities there were no anomalies noticed during preparation or usage of the device. First cartridge was fired at main artery of pulmonary lobe. Second cartridge was fired on vena pulmonalis inferior. What provisions were made for proximal and distal control of vessel? Device was used in accordance with proximal and distal control. Please explain what is meant by staple line was "partially insufficient". If malformed, were they identified in the entire staple line or just the central portion? Staple line of both cartridges was partially insufficient on both sides in the middle of the staple line (staple formation in the middle of the staple line could not be assessed due to heavy bleeding=>emergency situation). Heavy bleedings occurred and a blood transfusion and CPR was necessary. Insufficient staple lines were overstitched by hand and surgery was finished as intended.

Event description:
It was reported that prior to a video assisted thoracoscopic procedure, "when surgeon stapled and cut the main artery, incomplete staple line, in the middle wasn't any staples, bleedings, sutured by hand, patient got instable and has to be reanimated, then took an atw35 for the next artery, staple line looked ok, for the next blood vessel he used the pve35a again with new reload, same problem, incomplete staple and cutting line, bleedings out of the middle of the staple line, no staples have been found, no further information is available."